Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis determined the device battery was depleted due to high current drain in the c45 capacitor. The c45 capacitor was removed mechanically from the hybrid, but the high current leakage failure condition in the component cleared during the operation and did not return.

Event description:
It was reported that the device had possible early battery depletion. The device could not be interrogated. The device did not respond to magnet and the tones with magnet application could not be heard. The device was removed and replaced by a new device. No patient complications have been reported as a result of this event.